Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the display screen had a pinkish contrast. Unrelated to the complaint, the audio bolus button cover was found to be torn; however, the button was still responsive. The battery compartment was also cracked on side at the threads and above and below the bumper pad. Corrosion was also observed inside the battery compartment. A leak test failed due to bolus button leak and battery compartment leak. The pump cover was removed with no further evidence of moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.